Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on september 3, 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the right subclavian artery during treatment of stenosis. A 6fr terumo r2p slender sheath with a glidewire advantage wire were advanced beyond the lesion and the stent was advanced into position. The physician then realized the takeoff of the right common carotid artery was too close to land the stent. The physician attempted to advance the sheath back over the stent in order to retract the vbx device and realized it had become dislodged from the balloon. The physician was then able to get a 3mm balloon ballon (manufacturer unknown) in the stent and move it into the upper arm. The patent was then taken to the or to have the stent removed.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The delivery system was returned to gore for evaluation. Evaluation of the returned product indicates the balloon cover did not show any signs of being expanded as indicated by the presence of stent ring impressions on the cover. The cause for the stent dislodgment cannot be determined but could be related to the reported advancement of the sheath over the stent to withdraw. Additionally, no stent was returned with the delivery system. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.